Manufacturer narrative:
Main component of the system and other applicable components are: product ID 399930, lot # v017486, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had the device for 9 years and it was at end of service (eos). There was also an unknown lead issue. The implantable neurostimulator (ins) was replaced and the lead was revised. The issues resolved by the surgical intervention.

Manufacturer narrative:
Concomitant products: product ID: 399930, lot# v017486, implanted: (B)(6) 2007, product type: lead.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s system wasn¿t working due to an issue with the wire. The hcp stated that the patient had a written note indicating that they received an MRI safe stimulator, but their lead wires were bad and now they needed new wires. It was noted that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2016. During the replacement surgery, the physician noticed that one of the wires was bad but didn¿t know which wire wasn¿t working. The hcp was told to keep the ins charged and to follow up with the surgeon within a month. MRI eligibility was reviewed with the patient and it was suggested that they speak with a surgeon about getting an MRI safe lead if they needed a replacement. No patient symptoms were reported. Additional information was received from a manufacturer representative. They stated that they were present for the implantable neurostimulator (ins) replacement but weren¿t aware of any lead issues. It was reported that an impedance check was ran during the procedure and the manufacturer representative noticed high impedances on the surgical lead. They didn¿t have the exact information at the time of the call since the clinician programmer 8840 has been cleared out since. When the surgeon was notified about the high impedances, they stated that they would look into fixing it later. The manufacturer representative stated that they weren¿t aware of the lead not actually working since the patient reported great coverage. It was noted that the patient was getting good coverage and good stimulation even with the high impedances on the lead. The manufacturer representative stated that they thought the high impedances would return to normal post-implant; but never checked the lead post implant as they never heard back from the patient or the physician. After the surgery, the manufacturer representative told the patient to keep their battery charged. The manufacturer representative wasn¿t aware of any possible causes for the high impedances, as they previously mentioned that they thought it would go back to normal post-implant due to the good coverage being reported by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.